Event description:
Catheter was tested per standard operating procedures outside the patient before being inserted into airway. Cryoprobe catheter was dipped in the saline basin and reached the foot pedal with my right foot while holding the catheter in my right hand. As soon as I pressed on the floor pedal, the cryoprobe exploded close to my right face and right ear. Control unit and catheter was retrieved by clinical engineering for analysis. After inspection, no cause to the event was noted. Catheter and control unit were sent by clinical engineering to vendor for further analysis. Clinical sales rep was also notified. It is believed to be a manufacturing/lot issue.